Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited backup vvi mode. The device was explanted and replaced. The patient did not experienced any adverse consequences.